Manufacturer narrative:
(B)(4). Batch # m5490r. The analysis results found that the cdh33a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Where there any issues firing the device? If yes, please describe. Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were both tissue donuts present? Were both donuts complete? How was the leak controlled? How was the procedure completed? Was there any change to the plan of care to the patient as a result of the leak? If yes, please describe. Response: the surgeon reported that he had closed the stapler as usual in the correct range. There was a malformation of the staples. The donuts were intact and the leakage was solved remaking the anastomosis.

Event description:
It was reported that during a laparoscopic rectosigmoidectomy procedure, there was leakage in the anastomosis of the stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient.